Event description:
It was reported to boston scientific corporation that a jagtome was used in the common bile duct (cbd) and hepatics during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, at the latter part of the sphincterotomy, under cautery and tension, the cutting wire broke at the jagtome tip while they were cutting. It was reported that there were no other signs of problem before the cutting wire broke. The device bowed fine and they were able to advance the jagwire guidewire up into the common bile duct (cbd) and into hepatics. They stopped the cautery pedal and removed the jagtome. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the suspect device was a jagtome. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.